Manufacturer narrative:
(B) (4). (B) (4). Jaw misaligned. Evaluation summary: the analysis results of the instrument found that it was received with jaws misaligned. The instrument was cycled and malformed the remaining clips due to the condition of the jaws. The instrument locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In order to avoid this issue, do not excessively twist ro torque the instrument jaws when positioning the instrument on a vessel an firing. Excessive twisting or torquing may result in clip malformation. Additionally, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed that material's elastic zone (compression/tensile stressed induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips". We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip was forficate form so that the device could not be used during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.